Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced foot pedal to resolve the issue. The system was verified and ready to use. Isi has not received the foot pedal for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer experienced an issue where the bipolar was activated unintentionally with the bipolar pedal in the vision side cart (vsc) drawer, and m-12 errors repeated during monopolar activation. The customer noted that barely touching the bipolar pedal activated the bipolar function. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to disconnect the bipolar foot switch cable, which cleared the error. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was not any unintended tissue damage as a result of the auto firing.